Event description:
It was reported that after the total vaginal hysterectomy procedure had been completed it was noticed the patient's labia had been burned. It is unknown what degree of burn or if any treatment was performed. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information has been requested.